Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed infusion supplies, ate breakfast, and experienced rising blood glucose because the meal was not announced; the user was educated not to enter a late meal and to allow the ilet to deliver automated corrections. Symptoms included hyperglycemia with a peak reported high and subsequent values trending down to 223 mg/dl, without reports of severe symptoms. Outcomes included self-management with hydration, light activity, and continued monitoring, with no alarms, no alerts, and no medical intervention or hospitalization. Investigation included customer care review of device history for meal entries and real-time glucose trends, along with user education on proper meal announcement. Investigation of this case revealed user error related to a missed meal announcement, with the device functioning as designed to deliver correction boluses and reduce glucose levels. It was concluded, based on previously established findings for similar reports, that the cause was use error due to missed meal entry.